Event description:
Customer reported the passport v monitor was not displaying co2. No pt injury was reported.

Manufacturer narrative:
Customer reported that running the unit off then on resolved the issue.